Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 250cc mentor smooth round moderate profile on both sides and experienced left side breast implant deflation, and right side capsular contracture; baker grade ii/iii on her right side postoperatively. Deflation was confirmed via MRI. As a result, the patient will undergo bilateral explantation and replacement with allergan devices on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On june 8, 2022, the mentor failure analysis lab received the device for evaluation. On june 13, 222, device evaluation was completed.device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. V isual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the replacement devices used were natrelle saline-filled implants catalog number 68-180; serial number (B)(6) on the left side and catalog number 68-180; serial number (B)(6) sn (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2022, mentor became aware that patient also experienced bilateral breast pain and date of event was january 4, 2017. Hence, corresponding fields have been updated on this form. Reason for device explant and/or reoperation: left deflation, and breast pain. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).